Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to the hospital in cardiac arrest. The patient was externally defibrillated. The device was found to be in backup vvi mode. New device implantation was recommended. The patient was not in a good condition for surgery and it has been delayed. No further information is available.